Manufacturer narrative:
The customer was unable to prime during prime test and it alarmed motor error during basic occlusion tests due to faulty force sensor system. The motor was tested and it passed. It also passed the displacement test. The device had cracked reservoir tube lip, minor scratches on the display window, and cracked case near display window corner noted during visual inspection.

Event description:
Customer's son reported via phone call, the insulin pump kept alarming motor error. Customer states the device prompts them to change everything out and alarm reoccurs after. Customer's blood glucose was unknown. Troubleshooting was performed. The device might have been exposed to x-ray but he wasn't sure. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer's son was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.